Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker was depleting faster than expected. A request was made to have data from this device analyzed. Data analysis showed that the device had high rate atrial sensing at an average of 170 bpm. High rate atrial sensing can cause an increase in power consumption. Boston scientific technical services (ts) recommended programming the device to a non-atrial tracking mode to reduce power consumption.